Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (displaying a service code) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.